Event description:
It was reported that the right ventricular lead had a progressive drop in impedances and the patient had experienced intermittent dizziness and pre-syncope episodes. Oversensing was observed. It was also reported that there was noise when the patient was reaching up with their left arm. The lead had suffered a subclavicle crush and was capped and replaced. It was also reported that the implantable pulse generator (ipg) had a low battery voltage reading that was questioned by the caller. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device revealed the battery measured a telemetered value of 2.62 volts and had a telemetered value of 2.75 volts. Th incorrect battery voltage measurements are the result of high internal battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.